Event description:
Inbound. Patient reports cadd legacy pump serial number (B)(4) alarming no disposable, clamp tubing with 47 ml reservoir volume in cassette, no cadd cassette information available. No further details provided.